Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions to perform a pump reset and guided the caller through the process. After the reset, the cgm error did not reoccur, allowing the caller to successfully start their sensor session.